Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported that he received from his dario meter high bg readings of almost 400 mg/dl. Due to these high readings, the user went to the emergency room (ER) where his bg level was tested with the ER's meter which read 130 mg/dl.